Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead had dislodged and the thresholds have continued to increase since implant to the current high level. An intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.